Event description:
The following has been reported: biomed reported: sn: (B)(6) pm fail constant "tubing set not recognized" when inserting a cassette. Attempted with 5 cassettes, issue duplicated. No patient harm reported. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.